Manufacturer narrative:
The event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's spinal cord stimulation (scs) system was not providing adequate relief. The patient underwent a surgical procedure in which the ipg was explanted.